Manufacturer narrative:
Fse evaluation of the injector found all parameters to be within factory specifications. All system operations were verified. Injector system returned to full service by the customer. Extravasation was not the result of defective injector.

Event description:
Sales reports via phone that customer experienced an extravasation. Customer reports to cpm, female outpatient having a breast MRI with contrast. IV access in rt media cubicle with b-d safety intima 22ga device. Optimark 20ml prefilled syringe and tyco 60ml empty syringe loaded with saline placed into injector powerhead. Syringes attached by a tyco 60" "y" tubing, to the pt post air purge of tubing. Injection protocol was 2ml rate for 20ml volume of contrast and saline each. Injection started. Contrast was not seen on images. Technologist checked on pt and found IV access site swollen with pt stating minimal burning sensation due to extravasation. Warm compress was applied, and pt observed for 10 minutes. Pt stated that arm without pain, swelling had reduced. Pt discharged with no further adverse event noted, but instructed to call back if any pain were to reoccur. Pt has not contacted the customer facility. Customer request that system be evaluated."